Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the capture management algorithm may have been pro-arrhythmic and caused ventricular tachycardia. The capture management algorithm was programmed off and the device remains in use. There were no reported patient complications as a result of this event.